Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient's device has been taken out as it just about killed him he stated. The patient stated it was taken out 2 weeks after implant. Patient services asked for a date of infection however, was not given clear date after asked of event date. The patient just stated it was out 2 weeks after it was put in. No further patient complications are anticipated or expected as a result of this event.